Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway via bronchoscope during a frozen lung biopsy procedure performed on (B)(6) 2024. During preparation, the balloon burst when the pressure was applied. The procedure was completed with another cre pulmonary dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Additional information received on june 23, 2024. It was reported that the balloon burst when the pressure was applied at 8atm. Additionally, it was confirmed that the balloon was leaking liquid when inflated inside the patient.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: the returned cre pulmonary balloon was analyzed, and a visual and microscopic examination found the balloon was torn longitudinally. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of the balloon burst was not confirmed. The longitudinal tear found could have been interpreted by the customer as the reported event of a balloon burst. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices, or anatomical affairs. However, it is possible that interaction with any sharp surface during the procedure could have created friction, causing the balloon to be torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway via bronchoscope during a frozen lung biopsy procedure performed on (B)(6) 2024. During preparation, the balloon burst when the pressure was applied. The procedure was completed with another cre pulmonary dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Additional information: block b5 has been updated based on additional information received june 23, 2024. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway via bronchoscope during a frozen lung biopsy procedure performed on (B)(6) 2024. During preparation, the balloon burst when the pressure was applied. The procedure was completed with another cre pulmonary dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Additional information received on june 23, 2024. It was reported that the balloon burst when the pressure was applied at 8atm. Additionally, it was confirmed that the balloon was leaking liquid when inflated inside the patient.